Event description:
One fourth ECMO circuit tubing should detach from the other side figured out while emergently putting someone one. The new circuit we set up has same flaw easily corrected. Clot at all connector sites including post oxygenator infusion line.

Manufacturer narrative:
According to the non-conformity report, the flaw was easily corrected on-site, but discovered at an inopportune time. The customer was contacted regarding the status of the remaining field inventory and stated that the kits were usable and did not need to be reworked. The customer requested that the remaining finished goods inventory be inspected and reworked, if necessary, to verify that the issue was isolated to the one unit at the hosp. All eleven kits (7 kits with lot ID 13372-02 and 4 kits with lot ID 13475-02) were pulled from inventory and evaluated. All eleven kits were considered acceptable with no issues related to the "backwards joint."based on the results of the eval, it was determined that the "backwards joint" was a random one-time occurrence that could be attributed to operator error during the joint assembly process. Manufacturing personnel were re-trained to the correct joint assembly. Additionally, the next lot will be 100% inspected by additional floor personnel to verify that the re-training has been effective and the issues are not recurring. (B)(4).